Manufacturer narrative:
(B)(4). Implant date: unknown day and month in 1988. Report source: foreign country: australia. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip arthroplasty and was revised approximately 34 years later due to stem fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; h2; h3; h4; h6. H6 proposed component code: mechanical (g04) - stem. Visual examination of the provided pictures identified the head, body, and neck were explanted and are covered in bio-debris, with less bio-debris noted to the body. The stem appears to have fractured. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: it was noted that the bone quality was good, however the implant body may be inadequate for the size and shape selected. Additional images were not provided for further evaluation into the proximal support of the implant. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. However, it should be noted that per the IFU and surgical technique, the zmr revision devices should only be used when full proximal support will be achieved, otherwise the mid-stem junction is vulnerable to fracture. If proximal support cannot be achieved, the use of zmr xl prostheses should be evaluated. It was noted in the x-ray review the proximal support may be inadequate based on the size and shape of the body, however could not be confirmed with the provided images. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.